Event description:
A literature article found that a patient was on impella support and during support, when the patient attempted to wean from cardiopulmonary bypass (cpb) after resuming percutaneous cardiopulmonary support, a left ventricular free wall rupture was observed. The patient continued to bleed afterwards and underwent surgical treatment (left ventricular reconstruction under cardiac arrest). The details of the left ventricular rupture and its relationship to impella were unknown. The patient expired.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. A.1, a2, a.5 are unknown. D.4 without exact model number, the catalog number, serial number, lot number, expiration date and unique identifier (UDI) #, d.6a and d.6b implant and explant dates, and h.4 device manufacture date is unknown. E.1 name prefix/title, first name and last name are unknown.